Event description:
It was reported that 20 front cases with keypad are being replaced. No further information is available.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. Test results identified that the ac indicator light did not illuminate on 8 out of the 19 keypads after plugging in the power cord. The system on key did not function on 14 out of the 19 keypads during testing and the red-light indicator was observed on 3 keypads. An internal inspection was performed on the returned keypads. Each layer of the front cases was removed and inspected for anomalies. The keypads were observed to have signs of fluid ingress where the flex cable meets the circuit layer and broken traces (19 and 20). Trace 19 and 20 are associated to the system on key and the keypad leds. Root cause-electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 20 front cases with keypad are being replaced. No further information is available.